Manufacturer narrative:
Patient information: unk. Date of event: unk. UDI #, implant date-unk. Device manufacture date: unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's eye. The surgeon reports lens rotation. Attempts to obtain additional information have not been successful.

Event description:
The reporter indicated that the surgeon implanted a toric implantable collamer lens into the patient's eye. The surgeon reports lens rotation. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Patient information: unk. Date of event: unk. UDI #, implant date-unk. Device manufacture date: unk. Claim# (B)(4).